Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Prior to this event occurring, the sample probe had been damaged due to loading of capped sample. A siemens customer service engineer (cse) had replaced the sample probe module and qc recovered acceptably. However, following this probe replacement, increased lightning bolt errors were observed. Quality controls (qc) sporadically recovered out of range on the day of the event. Review of error logs reveals a high frequency of liquid level detection (lld) errors on the sample probe. A siemens cse was sent onsite and again replaced the sample probe assembly. Post service qc was verified to be within expected ranges. Replacing the sample probe a second time returned the system to normal operation. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely low free light chains, type lambda (flc lambda) results were obtained on multiple patient samples on a bn ii system using n latex flc lambda reagent. The erroneous results were reported to the physician(s). The samples were repeated for flc lambda on an alternate bn ii system, recovering higher. The customer contacted the physician(s) about the event and reported the repeat results, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low flc lambda results.